Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being explanted for normal battery depletion (nbd). During the procedure, the associated right ventricular (rv) lead became stuck in the header. Subsequently the terminal pin separated from the lead body. The device was explanted and the lead was surgically abandoned and replaced. There were no adverse patient effects reported. The device is not expected to be returned.

Event description:
Subsequent information indicates that the device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information..

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned with a lead plug in the ra port. A visual inspection of the device header and case noted no anomalies. The rvtip, rvring and df- sealplugs were lifted. All three retainer rings were flat and all setscrews had normal hexslot wear. A lead was secured in the rv port multiple times and there was no difficulty in removing the lead once the setscrews were loosened. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation could not be confirmed.